Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the contact was turning the pump back on after the customer was on a pump break when a malfunction alarm occurred. There was no patient involvement as it was indicated by the contact that the customer was on a pump break and was not using the pump for insulin therapy at the time of the event. It was indicated that the customer would use manual injections of lantus and humalog as alternate insulin therapy.